Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter was blocked after 2 weeks of use. Per additional information from the ibc via email on 23jan2020; the catheter was not draining urine at the correct rate, there was a very small flow. The balloon was deflated with a syringe, in the normal manner with no issues.